Event description:
It was reported that an altitude alarm was triggered on the pump. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by cleaning the speaker holes and reinserting the cartridge, but the alarm persisted. Technical support advised loading a new cartridge, yet the alarm recurred. The pump was out of warranty and could not be replaced, and with no backup therapy available, the customer was advised to contact their healthcare professional.